Event description:
According to the reporter during a lap sleeve, the staple line was incomplete. It was fixed with additional firing and suture. Medical intervention was needed to prevent permanent injury. The stomach tore and had to be sutured. This event led to patient hospitalization for four days. The patient may have had a leak. There was tissue damage but it was not permanent. Surgical time was extended by 30 minutes or more. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment or component fell into the patient's cavity. There was lubricant cycle in the washing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.